Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/30/2015 with the following findings: keypad torn adjacent to "ok" key. Unable to check functionality of keypad due to blank display/internal moisture contamination. Removed keypad. No contamination under key contacts. Evidence of moisture contamination behind display lens. Battery compartment crack observed below grip pad. Due to moisture contamination pump powers with a blank screen and no vibration upon battery insertion. Unable to complete "download" and checklist steps due to internal moisture contamination/blank display leak test shows leak at display lens. Removed pump case. Evidence of moisture contamination throughout inside of pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.